Event description:
It was reported that the unit shut off while on a patient with an alarm for system failure. The unit was swapped out and there was no reported patient injury.

Manufacturer narrative:
The affected device was examined onsite by dräger service and the log file was secured for further analysis. The log file confirms that the device performed a warmstart on (B)(6) 2023, at 16:05 and logged the technical failure internal supply voltage vvent out of the valid range. No other occurrence of the failure was logged. The last device check prior to the event was performed on (B)(6) 2023, and did not pass. During the device examination the problem could not be reproduced, and the device passed a full functional test without deviation. Based on the available information the root cause for the reported problem could not be determined. In case of a technical problem the device alarms visually and acoustically. The device performed a warmstart as the specified reaction the detected deviation. During a warmstart the ventilation stops. In this case an alternative independent ventilation device has to be used immediately, as described in the IFU. The number of similar cases is within the expected range of the respective risk assessment and thus accepted.